Event description:
On (B)(6) 2022 a patient underwent a posterior fixation procedure from l4 to l5. During the procedure while attempting to affix a cross connector the device locking cam appeared to be damaged. The surgeon attempted to remove the engaged driver but it was caught on the driver head and had to be forcibly removed breaking the implant. No patient injury or adverse consequences reported.

Manufacturer narrative:
The device was return and photos were provided confirming the alleged complaint. No torque information could be provided and it is unknown of the surgeon utilized hand tightening. Review of the provided photographs found one of the lateral cams had disassociated from the connector with mal positioned rod contact marks additionally cams rotational marks are bent and flared suggesting excessive force. Review of the reported event identified lock damage incurred during attempted placement. Review of all information received indicates excessive force during lock initiation while incomplete rod engagement resulting in damage to the locking mechanism. No additional investigation necessary. Label review "warnings, cautions and precautions - cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. Care should be taken to insure that all components are ideally fixated prior to closure." "All implants should be used only with the appropriately designated instrument (reference surgical technique)." Should not be scratched or damaged..." "... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." #(B)(4).